Event description:
Same case as 6000093-2006-02346. Same patient as 6000093-2006-02374 and 6000093-2006-02375. It was reported that approximately two years and 4 months after a coronary artery durg eluting stenting treatment procedure stent thrombosis occurred. The patient presented with diffuse disease in the proximal to mid right coronary artery (rca). Two taxus express2 2.50x24mm drug eluting stents (des) were implanted in an overlapping position from the proximal to mid rca. No post-dilatation balloons were used and the results were good. Plavix was prescribed and administered for six months after the index procedure and then stopped. Approximately 345 days after the intial procedure and four to five months after discontinuing plavix therapy, the patient presented with thrombosis in the proximal portion of the rca. Both of the previously placed stents were ballooned with a 3.00mm diameter balloon (length unspecified). The patient re-started plavix therapy. Approximately one year and 122 days later, the patient again presented with thrombosis in the proximal rca. The patient was still using plavix at the time of the event. The stents were again ballooned with a 3.00mm diameter balloon. Blood work was ordered to rule out a hypercoaguable disorder and the results were "normal." Ivus was performed eighteen days later. No further information was available. The patient is reported to be okay.

Manufacturer narrative:
H6. The delivery device was disposed and the stent remained in the patient. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.